Event description:
Unomedical reference number: (B)(4). 67 years old female diabetic patient has experienced on (B)(6) 2024, a high blood glucose (bg) of 550 mg/dl, and she went to emergency room (ER) and consequently admitted to the hospital. The reporter stated that the patient had a diabetic coma consequently to high bg. However, no information about how long the patient unconscious was and when she lost consciousness. In the hospital the infusion set tubing was found completely cut and the cut located at 30 cm away from reservoir connector and this considered to be a probable cause to high bg. The infusion set was used for 2-3 days according to the patient with no problem and that points mostly to the fact, that the tubing was accidentally cut with a sharp tool after 2-3 days of use. The patient was treated in the hospital with IV and fluids of saline and insulin, insulin drip sodium chloride salt. The hcp confirm that there was not any permanent damage to the patient`s body structure or change in body functions. No more information available.